Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) asian male patient had impella 5.0 pump inserted in the right axillary. The patient had hematuria before insertion of impella, the patient had worsening hemolysis, pump level was decreased and haptoglobin was administered.